Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip revealed several anomalies. Noted blood or body fluid in the lumen(s) due to damaged insulation. An analysis of the evidence or field report indicates an issue covered by the instructions for use (IFU) and is therefore considered a known inherent risk of the device.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement. A new lead with the same model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement. A new lead with the same model was implanted. No additional adverse patient effects were reported.